Manufacturer narrative:
The reported event of failure to advance the lead over the guidewire was confirmed. As received, a complete lead was returned in one piece without the field guidewire. The s-curve height was measured to be within specification. Guidewire insertion test found obstruction/restriction at the distal region of the lead. Visual inspection of that region of the lead found blood/body fluid. The cause of the reported event was isolated to the lead being clogged with blood/body fluid.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the left ventricular (lv) lead could not be advanced over the guidewire. A new lv lead was used and successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.